Event description:
Reporter stated that customer received the following results on the mobile system within 4 minutes: hi (result over 33.3 mmol/l) and 2.4 mmol/l. The customer have himself 10 units of humalog after the hi (result over 33.3 mmol/l). The customer was able to self-treat with an unspecified substance. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.